Event description:
Dexcom g7, glucose monitor. Fell off during my sleep. I placed another monitor on my arm and it could not read my sugars for several hours. I have phoned customer service three times. Initially I was told I would get a replacement monitor for the one that fell off of my arm and now they are denying a replacement, saying that I used it for 10 days. I did not. When I asked how to file a formal complaint, I was told that they do not have a complaint department.